Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst in a drainage procedure performed on (B)(6) 2020. Reportedly, during the procedure, when the physician deployed the proximal flange in the working channel of the linear endoscopic ultrasound (eus) scope, he pulled the scope back and torqued the scope away to release the second flange out of the scope, and the stent fully deployed in the cyst cavity visualized on eus. Allegedly, the physician decided to leave the stent in the pseudocyst. The procedure was completed with another hot axios stent. The physician removed both stents once the pseudocyst was resolved with a snare a couple days later on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b5 and d7 have been updated with additional information received. Block h6: problem code 3009 captures the reportable event of positioning issue. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst in a drainage procedure performed on (B)(6) 2020. Reportedly, during the procedure, when the physician deployed the proximal flange in the working channel of the linear endoscopic ultrasound (eus) scope, he pulled the scope back and torqued the scope away to release the second flange out of the scope, and the stent fully deployed in the cyst cavity visualized on eus. Allegedly, the physician decided to leave the stent in the pseudocyst. The procedure was completed with another hot axios stent. The physician removed both stents once the pseudocyst was resolved with a snare a couple days later on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on march 5, 2020: reportedly, both hot axios stents were removed on (B)(6) 2020.